Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device had to be revised due to a dislocation of the implant. The device was repositioned on (B)(6) 2025. The repositioning procedure was done without touching the electrode; however, the next CT-scan check revealed that the electrode migrated out of the cochlea, with showing only 3 or 4 channels in the basal part of the cochlea. It was therefore decided to reopen the sutures on the same day, to reinsert the electrode. Once the electrode was located, it was decided to explant the device. After explantation, damage to the electrode was observed. The device showed four channels, and the front part of the electrode had disappeared and could no longer be found. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the revision surgery. According to the information received from the field the recipient underwent a revision surgery due to a migration of the implant housing from its intended position. Diagnostic imaging after the revision surgery showed the electrode partially outside of cochlea likely due to being pulled out. Another revision surgery was performed during which the device was inadvertently damaged and explanted. This is a final report.

Event description:
The device had to be revised due to a dislocation of the implant. Due to migrated electrodes, it was decided to reopen the sutures on the same day, to reinsert the electrode. Once the electrode was located, it was decided to explant the device. After explantation, damage to the electrode was observed. The device showed four channels, and the front part of the electrode had disappeared and could no longer be found. The user was re-implanted.